Event description:
The user facility in (B)(6) reported the cutter did not cut at 5000 cpm. The doctor decreased the cut rate, then the cutter started moving and he completed the surgery. No patient injury reported.

Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any add'l info is received. The sterilization and lot history records have been reviewed and found to be acceptable.